Manufacturer narrative:
(B)(4).

Event description:
Additional information was requested, as part of the ongoing investigation, to understand if the facility was claiming user error or malfunction as the root cause of the perforation. On (B)(6) 2015, the territory manager explained that first, the functionality of pentax medical linear ultrasound video gastroscope is very different than competitor's product. More specifically, the customer explained that "due to the size of the distal tip, the stiffness and lack of flexibility in the insertion tube, they are more like to perforate using pentax scopes." In other words, the customer was claiming dissatisfaction with the design of the scope and provided such customer feedback as to why they believe they have perforated. A device history review was not performed on the reported linear ultrasound video gastroscope since no serial number was provided. Therefore, a review of manufactured condition, inspections, possible rework or concessions could not be performed. A review of the IFU for eg-3870utk states cautions regarding perforation. Specifically, it states "use caution during any movement or angulation of the endoscope distal end and/or elevator (where applicable) to avoid patient trauma, tissue damage and/or perforation. Never apply excessive pressure of the endoscope distal end against patient tissue". Additional warnings state "it is, therefore, important to closely monitor the patient at all times and to aspirate excessive air to prevent over insufflation and potential pneumatic perforation". Based on a review of IFU, it is reasonable to conclude that perforation can occur if caution is not exercised during the procedure. The investigation performed by pentax medical concluded the most probable root cause for this event is user error. As per a review of the IFU, perforation is possible, however, caution by a well-educated and appropriately trained personnel individual must be utilized to prevent potential injuries. Although pentax medical scopes may be designed differently than our competitors', the rate of perforation occurring is very low. Pentax medical completed the investigation on 10/09/2015, and since no further information has been received for this event, pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2015, (B)(4) received a customer report stating ultrasound video gastroscope model eg-3870utk/ serial unknown (eus scope) was involved in a adverse event. Specifically, "the patient, an (B)(6) year old woman was admitted for gallstones. During the sweep of the duodenum, they experienced a perforation, but did not realize the perforation until they went back down with our ercp scope (duodenoscope). Dr. (B)(6) was able to close the perforation with the bear claw device (model unknown/serial unknown) and patient is stable this". In follow-up e-mail correspondences received from (B)(4) territory manager on (B)(4) 2015, it was explained that the serial number of scope is unknown as it was not documented on procedure report. Additionally, the scope will not get returned for evaluation. Lastly, the perforation was discovered during the same procedure block time, which indicates there was no significant delay in procedure.